Manufacturer narrative:
Date of event: unknown, not provided. The best estimate date is between (B)(6) 2021. (B)(6). The intraocular lens (iol) is not returning for evaluation as lens is not available; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient implanted with an intraocular lens (iol), model zfr00v, presented with intolerable halos and glare not resolving in 7 months in the right eye. Patient was temporarily impaired and reported symptoms are interfering with daily activities as it was hard to read. The iol was explanted and replaced with a different lens (model dcb00). There was no vitrectomy, incision enlargement, or sutures required. Visual acuities provided as 20/30 pre-operative, 20/25 post-operative and not available for post replacement surgery. The lens is not available for return. No further information provided.